Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm. Device received with stripped battery cap coin slot(p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the random no delivery unexplainable, couple weeks ago also heard whining noise on insulin pump and it was reset, rewound and different and sometimes took more than one try to get done. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.